Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6) , ubd: , UDI#: h3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there were accuracy concerns with the tracker based instruments and the navigated surgical drill system. Inaccuracy was observed when the reflective spheres were not fully seated on the tracker frame. The instrument could initially be verified and used without issue. If a reflective sphere was not fully seated in the tracker frame, navigation accuracy appeared incorrect. Pressing the sphere downward onto the frame causes a visible change in displayed accuracy. When the spheres were pressed fully into place, the reported navigation accuracy changed immediately. During spine cases, the navigation target would initially display in one location and then shift to another after verification. The deviation was reported to be approximately 1¿2 mm. After pressing the sphere fully down and re-verifying the instrument, the accuracy was typically restored and verified as acceptable. Accuracy changes correspond directly to physical movement or seating of the reflective spheres. The length of delay in the procedure and patient impact are unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure type was a thoracolumbar procedure.